Manufacturer narrative:
The field service engineer could not find an issue. He replaced all ise seals, checked all the sipper flow path and connections, and adjusted all dilution vessel nozzles. The customer ran calibrations and qc with all results within specifications. The investigation did not identify a product problem.  The cause of the event could not be determined.  Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 8000 cobas ise module. The initial result was 146 mmol/l and the repeat result was 138 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.